Manufacturer narrative:
An event regarding fracture involving a krh tibial component was reported. The event was confirmed. Method & results: -device evaluation and results: a photo was provided, which confirmed the device fractured. -medical records received and evaluation: insufficient information was provided for review. -device history review: all devices accepted into final stock met specification. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient medical records were provided and the device was not returned for analysis. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Additional information 3/14/2014: the exploratory surgery on (B)(6) 2014 revealed that the tibial component was loose. It was revised to t a mrh tibial component. Surgeon indicated that the patient had stiffness in the knee and when the massage person manipulated the knee there was a crack noise so she came to see the dr. The mas distal femur, mrs bushings, mrs bumper, mrs tibial bearing were changed out to the gmrs version non failed. Update: response received from sales rep stating patient was not infected.

Manufacturer narrative:
An event regarding loosening of the tibial component involving a krh tibial plug was reported. Conclusion: the event states that during exploratory surgery it was revealed that the tibial component was loose. The other components were revised because the entire system was changed to gmrs. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
Additional information 3/14/2014: the exploratory surgery on (B)(6) 2014 revealed that the tibial component was loose. It was revised to t a mrh tibial component. Surgeon indicated that the patient had stiffness in the knee and when the massage person manipulated the knee there was a crack noise so she came to see the dr. The mas distal femur, mrs bushings, mrs bumper, mrs tibial bearing were changed out to the gmrs version non failed. Update: response received from sales rep stating patient was not infected.

Event description:
It was reported that knee may be infected.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).